Event description:
During an atrial fibrillation procedure, an intellanav mifi oi catheter was selected for use. It was reported that during ablation, the irrigation port broke off of the catheter and started leaking fluid. The catheter was replaced, and the case was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. During visual inspection, the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint tubing set "fluid leak" is confirmed.

Event description:
During an atrial fibrillation procedure, an intellanav mifi oi catheter was selected for use. It was reported that during ablation, the irrigation port broke off of the catheter and started leaking fluid. The catheter was replaced, and the case was completed successfully. No patient complications were reported.